Event description:
A pump alarm occurred during a loading process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The technical support assisted the customer in attempting to load a new cartridge, but the alarm recurred, so they decided to replace the pump. The customer planned to use multiple daily injections as a backup therapy and was guided on returning the malfunctioning pump.